Event description:
A malfunction alarm with code "malf 0" was reported, and there were no notable events preceding the malfunction. It was unknown whether the customer's blood glucose level exceeded 500 mg/dl, as they declined to answer. Technical support provided instructions for resetting the pump, which the customer followed, successfully resolving the initial issue. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.